Manufacturer narrative:
(B)(4).

Event description:
It was reported from a medwatch form FDA 3500a that the issue occurred while in use on patient. During cath procedure there was resistance at the sheath when pulling the catheter back into the sheath. When sheath was out of the body, there was no balloon on the tip of the catheter. Additional information: the balloon tip was retrieved by the vascular surgeon. The patient recovered well. There was no report of patient death.

Manufacturer narrative:
(B)(4). Teleflex received the catheter for investigation. The reported complaint of balloon detached from the catheter is confirmed. Upon visual inspection, the balloon was torn approximately 5.5mm from the distal tip of the catheter. The root cause of the damaged balloon is undetermined but a potential cause of the damaged balloon could have resulted from pulling the catheter through the sheath during removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported from a medwatch form FDA 3500a that the issue occurred while in use on patient. During cath procedure there was resistance at the sheath when pulling the catheter back into the sheath. When sheath was out of the body, there was no balloon on the tip of the catheter. Additional information: the balloon tip was retrieved by the vascular surgeon. The patient recovered well. There was no report of patient death.